Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was in a vehicle collision and since then the ipg was not able to communicate with the external devices. A manufacturer representative confirmed the issue and diagnostics revealed the ipg is inoperable. Troubleshooting did not resolve the issue. This is all the information available at this time.